Event description:
Zoll customer support contacted a (B)(6) male pt to exchange his monitor for an unrelated issue. During servicing, a reportable problem was discovered. The rear response button was not properly connected. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon eval, the rear response button was partially disconnected. The root cause of the partially disconnected response button cannot be positively identified. No adverse event resulted from the improperly connected response button. The pt received a replacement monitor.